Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to moisture damage to the force sensor resistor. The insulin pump was unable to verify prime alarms due to motor error alarms. The motor was tested outside of the insulin pump and passed. The insulin received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated they are receiving a compromised force sensor alarm while changing the reservoir. The customer stated the pump did not stop during fill tubing and just continue to push insulin out. The customer stated that the device was not dropped or bumped and no visible damage. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.